Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unspecified malfunctions and no delivery alarms. Customer's blood glucose value was unknown. There was a small crack near battery casing. Insulin pump will not be returned for analysis.